Manufacturer narrative:
A field service engineer (fse) was dispatched. Later that day ((B)(6) 2017) the fse arrived at the site to perform cleaning and lubrication of the washing spindle. Afterwards, the customer was able to run the analyzer successfully and the issue was determined to be resolved. The probable cause of the event was fault/failure of the washing assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported receiving a wash probe home overrun 4040 error and intermittent 3019 washer low errors with their aia-360. The wash bottle was reported to be full, with all caps secured, and no frayed wires. The customer stated that she would clean the level sense probes. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for ckmb and e2 which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.